Event description:
It was reported, solo catheter with trachoma leakage. Nursing staff stops using a catheter that is found to be leaking when checking the integrity of the catheter prior to the procedure. A new catheter was selected for use. The exudate did not occur in the patient's body. No serious adverse events occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, solo catheter with trachoma leakage. Nursing staff stops using a catheter that is found to be leaking when checking the integrity of the catheter prior to the procedure. A new catheter was selected for use. The exudate did not occur in the patient's body. No serious adverse events occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and an arc shaped tear was observed on the catheter tubing between the 18 cm and 19 cm depth markers. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.